Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue where the battery only lasted for one day. Customer stated that he did not receive any low battery warnings. Customer did not have any battery-related alarms prior to today within the last month. Customer stated that he bought new batteries and replaced the one that only lasted one day. Customer stated that the pump shows a battery icon with 4 bars for full charge. Customer is using (B)(4) batteries. Customer was advised that this type of issue is often caused by a defect in the battery cap. Customer was advised that a replacement battery cap will be sent.